Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 16-year-old male patient with cardiomyopathy. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. Plasma free hemoglobin was 65, hemoglobin and hematocrit were stable, and urine was clear. The pump was repositioned. An echocardiogram showed a more echogenic tip, raising team concern for possible thrombus on the tip. Bivalirudin (bival) was increased, and a repeat echocardiogram was ordered. The patient remained on support. Thromboembolism may be associated with device position, underlying critical illness, and hemodynamic instability.

Manufacturer narrative:
D6b updated. Investigation summary: pdi (thromboembolism): the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Correction: this report is being submitted to correct h9. Upon further review, it was determined that the report was incorrectly associated with a recall. This information was entered in error, and with current information the event is not associated with any recall.

Manufacturer narrative:
B5 updated with additional information.

Event description:
Additional information received reporting that there was no hemolysis present pfhgb, the follow up echo is still inconclusive and the patient is still on support.